Event description:
Per pt, pump not programmed / functioning. Pt did not put batteries in pump upon arrival a couple months ago, and has not been rotating pumps. We replaced pump again. Sn (B)(4). Did the reported product fault occur while in use? No. Did the product issue cause or contribute to patient or clinical injury? No. Actual device available to be returned. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.